Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a failure to alert from their continuous glucose monitor (cgm) device, followed by a hypoglycemic event. At the time of the incident, the patient was on a cruise ship. Initially, the patient woke up without symptoms, but later lost consciousness when her husband attempted to wake her up. No cgm alert was reported, and no cgm reading was available at the time of the event. A fingerstick blood glucose test revealed a reading of 11 mg/dl. The patient was treated with glucagon and regained consciousness after approximately 30 minutes. No additional treatment or medical intervention was documented. At the time of this report, the patient was stable. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.